Event description:
The facility's biomed reported a fail code 810:04, which occurred before set up. The biomed did not have info regarding whether there is anyone else baxter product surveillance could contact for additional information. The biomed stated that there have been no reports of any patient incident involving this pump since the last baxter service event.